Event description:
Patient's one touch ultra meter was reading inaccurately high. The patient woke up in the morning and had started to feel unwell. He had "lack of energy" and did not want to eat. He was in bed all day. His wife found him on the bathroom floor and he seemed "not with it" according to his wife. He tested on his meter and received results of 16.3 mmol/l and 17.5 mmol/l. He had taken his set amount of 1 pill of gliclazide that morning and one pill in the evening per his regimen. His wife called the ambulance and he was taken to the hospital. The ambulance meter result was 8.2 mmol/l (148 mg/dl) and the hospital meter result was 8.0 mmol/l (144 mg/dl). He was given a blood pressure medication. He was not treated for his diabetes. Therefore, there is no adverse event. Post release from the hospital, he was advised to increase his set amount of oral medications (two pills - each in the morning and in the evening). During troubleshooting, it was verified that the subject meter was in the right unit of measurement (mmo/l) and that it was coded correctly. His test strips were in good condition and within the expiration date. The patient was walked through two consecutive control solution tests and the results fell outside the specified range. Based on the failed control solution tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no information to suggest that the patient experienced injury due to the product. Therefore, this case is reported as a product malfunction. A replacement meter was sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.